Event description:
Dr (B)(6) injected a pt with 1.5cc of radiesse on (B)(6) 2013 to the bilateral midface dividing the 1.5cc of radiesse between the left and right side. Two days post injections, the pt was complaining of pain in left midface region. Dr (B)(6) stated that at that time the pt had a painful, swollen area of induration in the left cheek. Dr (B)(6) prescribed prophylactic antibiotic for the pt. Dr (B)(6) stated the pt did not have any blanching or pain the day or evening of the injection. On (B)(6) 2013, the pt sent photos to dr (B)(6) stating that she had developed approximately 30 small blister-like lesions over the superior left nfl, left piriform aperture, and left nasal alar region. Dr (B)(6) started the pt on nitro paste on (B)(6) 2013; the pt could not get it from the pharmacy until the next morning. On (B)(6) 2013, he consulted with (B)(6) rn, merz. Upon reviewing the photos it appears the pt has moderate erythema on the right cheek extending to the right nasal alar crease. There are small white blister-like lesions in the right nasal alar crease spreading up onto the right nasal alar and one visible superior toward the nasal tip. Dr (B)(6) and (B)(6) discussed the possible etiology of vascular occlusion vs (B)(6) outbreak. They also discussed treatment modalities used by other hcps for both vascular occlusion and (B)(6) outbreak. Furthermore, they discussed that nitro paste is most often used by hcps as an acute intervention rather than supportive care and at this point may not be of much benefit to the pt. They discussed general wound care used by hcps and the treatment modality used by hcps of aspirin therapy. Dr (B)(6) stated that he would start the pt on an antiviral medication. On the same day, dr (B)(6) contacted (B)(6) via email stating pt's culture came back as heavy staph. He increased the bactrim ds to 2 pills bid and clindamycin 300mg qid. (B)(6) emailed dr (B)(6) stating the pt touch their face more frequently post injecting often transmitting bacteria to the skin. She commented that he has covered his bases for both bacterial and viral infection by his protocol of antibiotics and antiviral. On (B)(6) 2013, dr (B)(6) sent additional photos that were forwarded by his pt. The pt states she is continuing to have pustules develop and a burning, painful sensation in the tip of the nose and left nostril. Since the pt has continued to decline, additional consult was recommended with merz contracted physician dr (B)(6). On (B)(6) 2013, dr (B)(6) stated the pt is improving and he would like to just "give it some more time". On (B)(6) 2013, per dr (B)(6), the pt is doing well. It has been 48 hours since he last spoke with the pt. On (B)(6) 2013, per dr (B)(6), the pt must have recovered as he has not heard from her in over a week.

Manufacturer narrative:
The device history record for radiesse lot # 100061826 was reviewed. All required incoming, in process, and final release testing specification for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.